Event description:
It was reported that the patient was admitted to the hospital for a syncopal episode and dizziness. The right ventricular (rv) lead capture management trend is very variable and shows greater than 2.5v at points and then settles down to .75v. The ventricular high rate episodes correlate to capture management trends with high thresholds. The lead was reprogrammed with increased outputs and capture management was turned off. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 407645 lead 2008 (B)(6). (B)(4).